Event description:
It was reported that the customer was having issues with her insulin pump. At the time of reporting her blood glucose was 60mg/dl, and was unsure what she needed to do to treat her blood glucose level. She was advised to call the emergency room for assistance and to call back once she had spoken to them. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.